Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain - pelvic/chronic') in an adult female patient who had essure (ess205) (batch no. 626400, 626146) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test conducted: no". The patient's medical history included retroverted uterus. Concurrent conditions included uterine myoma. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen. Abnormal. Bleed"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metorhagia (bleeding b/w periods)"), anaemia ("anemia"), bladder disorder ("bladder problems") and urinary tract disorder ("bladder/urinary"). The patient was treated with surgery (laparoscopic-assisted supracervical hysterectomy, bilateral salpingoophorectomy). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, dyspareunia, female sexual dysfunction, abdominal pain, back pain, menorrhagia, metrorrhagia, bladder disorder and urinary tract disorder had resolved and the anaemia outcome was unknown. The reporter considered abdominal pain, anaemia, back pain, bladder disorder, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, menorrhagia, metrorrhagia, pelvic pain and urinary tract disorder to be related to essure (ess205). The reporter commented: plaintiff received treatment for pain: dysmenorrhea, dyspareunia, apareunia, pelvic pain, abdominal pain, back pain. Bleeding: menorrhagia, metrorhagia, gen. Abnormal. Bleed, bladder/urinary. Date: (B)(6) 2008 discrepancy as per mr. Essure insertion details: it was difficult to visualize an as definitively, given the difficult visualization with the severely retroverted uterus. In both cornua there was a shadowing that appeared to be the as. Initially, the fight tube was cannulated and the essure deposited with 4 coils visualized. On the left side, the essure was deposited but 0 coils could be visualized after placement. All instruments were remove, vagina and the procedure was complete. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record: "pelvic pain and menorrhagia". Lot number:626146 manufacturing date:2007/10 expiration date:2009/10. Lot number:626400 manufacturing date:2008/01 expiration date:2009/12. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-aug-2020: quality-safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain - pelvic/chronic') in an adult female patient who had essure (ess205) (batch no. 626400, 626146) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test conducted: no". The patient's medical history included retroverted uterus. Concurrent conditions included uterine myoma. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen. Abnormal. Bleed"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metorhagia (bleeding b/w periods)"), anaemia ("anemia"), bladder disorder ("bladder problems") and urinary tract disorder ("bladder/urinary"). The patient was treated with surgery (laparoscopic-assisted supracervical hysterectomy, bilateral salpingoophorectomy). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, dyspareunia, female sexual dysfunction, abdominal pain, back pain, menorrhagia, metrorrhagia, bladder disorder and urinary tract disorder had resolved and the anaemia outcome was unknown. The reporter considered abdominal pain, anaemia, back pain, bladder disorder, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, menorrhagia, metrorrhagia, pelvic pain and urinary tract disorder to be related to essure (ess205). The reporter commented: plaintiff received treatment for pain: dysmenorrhea, dyspareunia, apareunia, pelvic pain, abdominal pain, back pain. Bleeding: menorrhagia, metrorhagia, gen. Abnormal. Bleed, bladder/urinary. Date: (B)(6) 2008 discrepancy as per mr. Essure insertion details: it was difficult to visualize an as definitively, given the difficult visualization with the severely retroverted uterus. In both cornua there was a shadowing that appeared to be the as. Initially, the fight tube was cannulated and the essure deposited with 4 coils visualized. On the left side, the essure was deposited but 0 coils could be visualized after placement. All instruments were remove, vagina and the procedure was complete. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record: "pelvic pain and menorrhagia". Lot number:626146 manufacturing date:2007/10 expiration date:2009/10. Lot number:626400 manufacturing date:2008/01 expiration date:2009/12. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain - pelvic/chronic') and genital haemorrhage ('gen. Abnormal. Bleed') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test conducted: no". On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("menorrhagia (bleeding b/w periods)"), anaemia ("anemia"), bladder disorder ("bladder problems") and urinary tract disorder ("bladder/urinary"). The patient was treated with surgery (on (B)(6) 2014- hyst. (Full)). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, dyspareunia, female sexual dysfunction, abdominal pain, back pain, menorrhagia, metrorrhagia, bladder disorder and urinary tract disorder had resolved and the anaemia outcome was unknown. The reporter considered abdominal pain, anaemia, back pain, bladder disorder, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, menorrhagia, metrorrhagia, pelvic pain and urinary tract disorder to be related to essure (ess205). The reporter commented: plaintiff received treatment for pain: dysmenorrhea, dyspareunia, apareunia, pelvic pain, abdominal pain, back pain. Bleeding: menorrhagia, menorrhagia, gen. Abnormal. Bleed, bladder/urinary. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 9-sep-2019: plaintiff fact sheet received. Event "injury" nos was replaced with the events: pain: dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), apareunia, pelvic/chronic pain, abdominal pain, back pain, bleeding: menorrhagia (heavy menstrual bleeding), menorrhagia (bleeding b/w periods), anemia, gen. Abnormal. Bleed, bladder/urinary,essure confirmation test conducted: no. Event outcome was added for the events: dysmenorrhea , dyspareunia, apareunia, pelvic/chronic pain, abdominal pain, back pain, menorrhagia, menorrhagia, gen. Abnormal. Bleed, bladder/urinary problem. Reporter's information was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.